Event description:
Hospitalized secondary to dvt, hypotension. Renal failure secondary to acute tubular necrosis, a combination of dye from greenfield filter placed 2004 and pt hospitalized the next day.